Manufacturer narrative:
This device (B)(4) is distributed outside the united states; however, it is similar to the united states product cxs 23350. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the proximal to mid lad. The lesion was de novo, moderately calcified and moderately tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. A gw (runthrough) was crossed into the target lesion and then ivus was conducted. Pre-dilation with a balloon (3.5/15mm: nc voyager) was conducted. A cypher (3.5/23mm) was delivered to the target lesion, but the distal end of the stent became caught at the calcification at the ostium of the proximal lad and it wouldn't cross the lesion. Therefore, the physician removed the cypher from the patient and found the stent to be flared at the distal end. Then, a different cypher (same size) was implanted instead without any problem. Post-dilation was not conducted and the procedure was safely finished. There was no reported patient injury. The product was clinically used and will be returned for analysis.